Event description:
It was reported that pump displayed malfunction message 199 in tandem source and caller was informed this indicated pump malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions. Customer successfully resumed insulin. No further assistance needed.